Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter after deployment. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital. Initial reporter address 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter after deployment. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Initial reporter address 2: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results the returned resolution clip device was analyzed and shows that the device returned without the clip assembly and with evidence of full deployment. No other problems with the device were noted. The reported event of the clip failure to deploy was not confirmed. Investigation found the device returned without the clip assembly and with evidence of full deployment. Therefore, the most probable root cause for this investigation is no problem detected.